Event description:
Information was received from a manufacturer representative and a patient who was implanted with a neurostimulator for rsd/causalgia -complex regional pain syn and spinal pain. It was reported that they were charging too frequently since last year. Last year the patient started to have to charge twice a week and it got worse as they had to charge 3-4 times a week since (B)(6) 2016. Their therapy was on every day but they did not think that the settings were high. The right leg was on 4.95-5.20v and their left leg was at 2.50v at the highest. The patient charged on friday and by saturday the battery was down one fourth. The patient stated that today it was probably down one half and will probably die on wednesday if they did not charge tomorrow. The patient stated that they talked with a manufacturer representative last year about the charging too frequently and this friday for the 4th time. The patient reported that the manufacturer representative told the patient that the battery was fine, deleted most of the setting to make the battery last longer, and now the patient only had one other setting. Follow-up with the manufacturer representative could not confirm this information. The charging sessions were reported to take forever. The patient stated that they spent 6-8 hours per charge and this was happening more often. The patient got all coupling bars all the time. The patient stated that they were clumsy and did not know if they fell. The patient also reported that therapy was turning on and off by itself. Their stimulation just quit and then turned back on. This was intermittent stimulation. It had not happened during the first year of the therapy. The manufacturer representative was contacted and reported that they would communicate with the patient for assistance.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.